Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. No excessive no delivery alarms were noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that his refurbished insulin pump has been alarming no delivery for the past two weeks. The patient has changed out his reservoir and infusion set three to four times. The patient's blood glucose was 350 mg/dl at the time of incident. The customer was receiving one no delivery alarm per day. Troubleshooting was refused. The insulin pump was returned and replaced.